Event description:
A surgeon reported, white spots on the periphery of the intraocular lens (iol). The iol was removed and replaced with another iol during the initial procedure. The wound was enlarged during the surgery. Eight days following the surgery, the surgeon noticed vitreous loss. Patient prognosis was reported as "good".

Manufacturer narrative:
The reported complaint sample was not received for evaluation. A photo of the device was returned. The photo shows the lens having dried blood and solution on it and lens damage; however, no other foreign material was observed in the photo. It is difficult to confirm any foreign material without evaluation of the physical product. Product history records were reviewed and all documents indicate the product met release criteria. There are no other complaints reported in this lot of product. Additional information was requested by mail on 04/28/2008 and by phone on 05/07/2008. This report was mailed to FDA on: 05/16/2008.